Manufacturer narrative:
Evaluation summary: patient details are not known. Exact cause for current situation is unknown. No product or x-rays were returned for evaluation. Reason for revision surgery is not known. Device history records have been reviewed and found to be intact and conforming, indicating the device was manufactured to specification.

Event description:
It is reported that the devices were implanted in 2002. The following year, the zmr taper body was revised to a zmr spout body. The reason for the revision is unknown.